Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of having bloody noses and sinus infections. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of having bloody noses and sinus infections. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of device was completed by the manufacturer and found evidence of unknown dust contaminant inside the blower box, on the front panel, on top of the blower box, on the blower wires, o-ring of the rear panel iso port, bottom enclosure, the rear panel, on the blower, the blower seal, and in the blower box, liquid ingress with mineral deposits, on the blower, blower seal, and the blower box, issue of liquid ingress, keratin-like substance on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 6 instances of e-53, 7 instances of e- 22 and 1 instance of e-130 on the error log. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with liquid ingress with mineral deposits,on the blower, blower seal, and the blower box, issue of liquid ingress, keratin-like substance on the blower box outlet and unknown dust contaminant inside the blower box, on the front panel, on top of the blower box, on the blower wires, o-ring of the rear panel iso port, bottom enclosure, the rear panel, on the blower, the blower seal, and in the blower box were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.